Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qa2amm, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what suture type was used? No further information is available. What suture size was used? No further information is available. When the even occurred, was the suture placed near the hinge of the clip? No further information is available. Were you able to lock the clip closed on the suture? No further information is available. If yes after it closed, was the clip holding securely fixed on the suture? Was the applier checked for damage (jaws straight and aligned)? No further information is available. What was the surgical procedure involved? No further information is available. Was this a robotic procedure? No. If clip did not close/did not hold on the suture, was the clip used in an application where the suture was under tension? No further information is available. No further information will be provided."

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the clip had been deformed. Another like device was used to complete the case. There were no adverse consequences to the patient. No further information was available.